Manufacturer narrative:
Intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker and stained address/serial number label.

Event description:
Customer reported via phone call to experienced keypad anomaly. Act button was not responsive. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.